Event description:
It was reported that subject device input connector for the inverter did not flash after the inverter was connected and the red error light was on. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.